Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon examination, it was discovered that the atrial lead exhibited low impedance, loss of p wave detection, and loss of capture threshold measurement. It was suspected that the lead had an insulation breach. A chest x-ray was performed and found the lead to be in its proper position. On (B)(6) 2020, the lead was explanted and replaced successfully. The atrial lead was inspected after removal and a two inch insulation damage was observed near the connector pin. No further incident was noted. The patient remained in stable condition throughout and following the procedure.